Event description:
The company was informed that the patient's facial nerve sheath was injured during the implant surgery. The facial nerve reportedly appeared to be intact. The patient is being monitored by the center.